Event description:
Information received by medtronic indicated that the customer experienced no communication pump to mobile. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.

Manufacturer narrative:
Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. No alarms/alert/anomalies noted during testing. Unit successfully communicated to test mobile phone, android. No lost connection to test mobile phone noted during testing. Unit was successfully downloaded using thump for history and trace files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, battery cap contact missing, battery tube threads - cracked, minor scratched lcd window, scratched case, overlay scratched, missing o-ring (reservoir tube), missing display window/cover, stained keypad overlay, partially broken retainer, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, serial number label missing and partially detached retainer. No communication to mobile was not confirmed. Moisture damage was noted. Detached battery cap was confirmed. Retainer ring damage (partially broken retainer) was confirmed. Corroded battery tube was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.